Event description:
Indication: age-related osteoporosis with current pathological fracture. Patient advised that on the last order had to throw away 5-6 of the pen needles because were very blunt and super painful to use. Pt reported were not sharp at all and requested we send extra incase needles sent were bad again. Pt didn't have issues with pen needles from past orders. Lot number unknown, unknown if patient has available for return. Reported to (B)(6) by: patient/caregiver.